Manufacturer narrative:
K922123. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic robotic surgery with da vinci for prostate cancer, when the surgeon tried to remove a specimen with the device, the pouch was found to be broken at the bottom, even though the specimen was appropriate size for the pouch. The surgery had been planned to be done completely laparoscopically, but a small incision was needed to check the abdominal cavity. They retrieved the broken pieces from the cavity and also from on the patient's back. The incision site was extended by more than 3 cm. The surgical time was extended by less than 30 minutes. The procedure was completed with another device.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Distal end of pouch was stretched, deformed and torn before the weld. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur if during specimen retrieval process the specimen pouch is subjected to excessive manipulation or forces which causes stretching and deformation to the specimen pouch until it ultimately rips. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.